Event description:
Customer reportedly obtained a result of 308mg/dl on the advantage system and 104mg/dl on the doctor's device. No action was taken based on device results. No adverse event reported. No quality controls were used. Comparison performed at the doctor's office. Requested return of suspect test system and replacement was sent.